Manufacturer narrative:
Complaint conclusion: when the white advancer tube of a mynxgrip vascular closure device 6f/7f was removed from the patient, post deployment, the sealant was attached to the advancer tube. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a neuro interventional procedure. Additionally, it was reported that the user is in training with the mynxgrip vascular closure device and that the issue was due to operator error, specifically with over tamping. Manual compression was applied for less than 30 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered with no adverse patient outcomes noted. The product was not returned for analysis. A product history record (phr) review of lot f1706902 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors may have contributed to the reported event as it was reported that the user is in training with the mynxgrip vascular closure device and that the issue was due to operator error, specifically with over tamping. According to the instructions for use, whilst this is not intended as a mitigation of risk, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/ preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1706902 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that when the white advancer tube of a mynxgrip vascular closure device 6f/7f was removed from the patient, post deployment, the peg sealant was attached to the advancer tube. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a neuro interventional procedure. Additionally, it was reported that the user is in training with the mynxgrip vascular closure device and that the issue was due to operator error, specifically with over tamping. Manual compression was applied for less than 30 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered with no adverse patient outcomes noted. The vcd was disposed of by the user, therefore, will not be returned for analysis.